Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the lead breaking was that the surgeon pulled to hard when trying pull it down from the extension incision. It was noted that the lead was not broken until the surgeon purposely cut it to remove it from the patient¿s brain. The lead/contacts issue was reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va137pc, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor, movement disorders, parkinson's dual, and dystonia. It was reported that during the lead replacement procedure to remove the lead from the subgeal pocket, 4 lead contacts pulled free of the lead and remained in the patient between the skull and the skin; no contacts were left in the brain. The caller requested information regarding a possible MRI, however technical services advised against an MRI because the contacts would be inside the head coil. The rep indicated they were going to tell the hcp to try and remove all 4 contacts from the patient so they could have an MRI. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the surgeon had to extend the incision in order to find all 4 contacts and remove them. The rep reported that all 4 contacts were found and removed. No further patient complications have been reported as a result of this event.